Event description:
It was reported that during an in-clinic visit this pacemaker was found to have entered safety mode. The patient was reported to be symptomatic, and an early device replacement was scheduled. Pacing inhibition due to oversensing was noted on the patient monitor during hospitalization. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is not expected to return as it was disposed by the facility.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.